Event description:
Following an endocardial ventricular tachycardia ablation procedure, a right femoral atrioventricular (av) fistula occurred. On (B)(6) 2021, an echocardiography was performed and revealed a right femoral av fistula on the same side the devices were inserted. No treatment was performed and the patient is currently in stable condition. Additionally, a CT performed on (B)(6) 2021 revealed a pericardial effusion. No intervention was performed as the effusion was not clinically significant and resolved. There were no performance issues with any abbott devices.

Manufacturer narrative:
Updated event description.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following an endocardial ventricular tachycardia ablation procedure, a right femoral atrioventricular (av) fistula occurred. On (B)(6) 2021, an echocardiography was performed and revealed a right femoral av fistula on the same side the devices were inserted. No treatment was performed and the patient is currently in stable condition. There were no performance issues with any abbott devices.